Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 60 or pump error 82 noted during test. Unit successfully downloaded to thump. The pump downloaded history confirmed the pump alarmed pump error 60 (line number 1747 file number 31) on (B)(6) 2024 03:30:25.000 and pump error 82 (line number 427 file number 16) on (B)(6) 2024 03:30:25.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis (B)(4). The motor was tested outside of device and passed. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed functional testing. However, confirmed the pump alarmed pump error 60 and pump error 82 in the pump downloaded history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 60, pump error 82 twice. The customer reported no adverse event. The event involved product(s) mmt-1881. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement no harm requiring medical intervention was reported. Mmt-1881 was requested and customer response was the device will be returned.